Event description:
It was reported that the device locked up while monitoring a pt. The device was used on a (B)(6) male pt in a car accident. The pt was reported to have a pulse and went into cardiac arrest while still inside the car. The fire fighters that arrived first on the scene witnessed the arrest and removed the pt from the car as the customer, (B)(6) crew, arrived on the scene. The device was attached to the pt and at that time a ventricular tachycardia ECG rhythm was observed. The pt was monitored for approx 15-20 minutes when the device service light illuminated, screen went blank, and it lost power; it was unresponsive. The (B)(6) crew replaced the batteries but the device remained unresponsive. The device problem occurred as the pt was getting transported to the hospital. The pt was pronounced deceased at the hospital. Defibrillation therapy was not required anytime during the event. The device use had no adverse effects on the pt outcome. There were no further details on the event and/or the pt provided. Following the event, the customer found the device powering on properly and passing the self-test without any service indication.

Manufacturer narrative:
(B)(4): physio-control has received the device and is in the process of evaluating it. Physio will submit a supplemental report on this event to the FDA as provided by cfr 803.56.